Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-apr-10: additional information was received from manufacturer representative (rep) who reported following pocket revision on (B)(6) 2025 they attempted to connect ins with communicator and recharger. They were unable to. They were able to connect with the clinician programmer and verify the ins has been charged up. Ins was turned on and patient reports perception and efficacy like before the revision surgery. After discussion with the patient, they chose to leave ins on at this comfortable level. They know and understands that since their communicator can¿t connect, they'll be unable to control stimulation. They also understand that since they can¿t connect with their recharger that they won¿t be able to recharge ins once it depletes. Plan between dr peloquin and the patient was to use ins for as long as the battery has charge and to return on 4/22 and try to establish connection between pc/communicator and recharger to the ins. 2025-apr-22: additional information received from manufacturer representative (rep) who reported patient is able to connect implantable neurostimulator (ins) with communicator now. They stated they are still unable to recharge ins. Rep stated the healthcare provider (hcp) had imaging done which showed ins tilted in the pocket.